Event description:
The customer reported that the central nurse's station (cns) was not booting up after a power outage.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was not booting up after a power outage. Nihon kohden technical support (nk ts) advised the customer to swap the hdd's, which resolved the issue. They planned to purchase a new replacement drive. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the cns was not connected to an uninterruptable power supply (ups), in case of emergency. The cause of the issue was determined to be improper device connections and setup at the user facility. If the user of the cns-6201 requires continued operation during power interruptions, it is recommended that the cns-6201 be powered from an ups or a battery.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is not booting up after a power outage. Nk ts advised the customer to swap the hdd's, which resolved the issue. They will be purchasing a new replacement drive. No harm or injury occurred. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that their central nurse's station (cns) is not booting up after a power outage.